Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation on 12/14/2015. The device passed external visual inspection but failed global transmitter functional testing. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.